Event description:
During esophageal stent release difficulty was encountered with stent expansion and the stent was removed from the pt. The procedure was completed successfully with another product that worked perfectly.

Manufacturer narrative:
As the esophageal stent involved in this report was not returned for eval; the reported occurrence could not be confirmed. A review of the mfg records could not be carried out as the lot number of the esophageal stent involved in the report is unk. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. A full investigation could not be performed because the esophageal stent was not returned for eval. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. No corrective action warranted at this time as this complaint was unable to be verified. This event occurred during the procedure and the procedure was completed successfully with another product. The 2 year complaint history has been reviewed for this product family and the likelihood of the type of occurrence is remote.